Event description:
Scrub nurse developed rash on arms and at neckline after hosp initiated use of a nonwoven disposable gown. This gown is contained in custom procedure packs supplied by maxxim med. The employee hlth nurse indicated that the one employee that experienced this reaction was placed back into a cotton gown. No add'l actions were required.